Manufacturer narrative:
Correction - section a has been updated. Analysis on the returned controller (product ID: 9735824) found that it tracked tools as expected for almost two hours without any communication issues or faults. No failures were found. Codes b01, c19 and d14 are applicable. Lot number was received through analysis for product ID: 9735824. Lot #: 603002248. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the em controller of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that manufacturer representatives carried out troubleshooting by testing out another break out box which did not resolve the issue. They also tested multiple emitters. The em controller was determined to be the cause of the issue and replaced. It was reported that site was able to bring in a different system in to finish the case.

Manufacturer narrative:
Correction: previous analysis had codes b01, c02 and d02 as applicable. Added these codes in information references the main component of the system. Other relevant device(s) are: product ID: 9735824, serial/lot #: unknown product ID: 9735824 was returned however analysis has not been completed. Codes b21, c21 and d16 reflect this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A representative went to the site to preform system check out. It was noted that there were no parts replaced as the issue was not able to be replicated. System works as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735825, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the while using the system, it was giving a localizer faulted error. The emitter connection was reseated and the system was rebooted with no change. The probable cause was the instrument interface box. There was a delay of about 15 minutes and no impact to the patient.